Event description:
It was reported the patients intracardiac monitor was observed to be at end of life (eol) level. The physician suspected premature battery depletion. No intervention has been performed at this time. The patient was in stable condition.